Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support sent out a replacement front panel assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty front panel assembly for evaluation. As of august 20, 2015, carefusion has not received the alleged faulty front panel assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "touch screen is defective. Does not respond to touch. No signs of delamination. Checked connectors and is not suspect. This original front panel was changed recently after it was damaged by the hospital." No patient involvement. This issue occurred during testing.

Manufacturer narrative:
(B)(4). Failure analysis lab received a vela front panel assembly. The vela front panel assembly was installed in known good unit. The vela front panel assembly was soiled but was easily cleaned. There is an obvious nick in the center of the screen which changed the resistive characteristics of the touch function. There were no other issues discovered. The unit did not respond to touch inputs to the screen. The customer issue was duplicated. The unit did not functioned properly under test. The vela front panel was scrapped.